Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours they had felt pain at the pod insertion site. Upon removal of the pod from the insertion site it was discovered that the pods needle had not retracted upon initial activation.

Manufacturer narrative:
The device was received partially deployed. The formed needle was observed protruding past the needle well. Upon opening the device, the hard cannula was observed to be dislodged from the slide retract. The hard cannula was incorrectly installed. This resulted in the needle's inability to retract. No damages were observed to the formed needle. The exposed needle can be confirmed as the cause of the pain. The slide retract was observed to be damaged. This can be attributed to the incorrect installation of the hard cannula.